Event description:
It was reported that during a cardiac ablation procedure, when the pulsed field ablation (pfa) catheter was connected to the interface cable, electrogram signals were only visible on three electrogram channels. The interface cable was replaced without resolution. The pfa catheter was then replaced which resolved the issue. The case was completed with pfa. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the psc100 catheter of lot number 0012515358 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assemblies (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity and hipot/lopot verifications were carried out. Electrical continuity test revealed an open loop on the electrode #2, 3, 8 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the shaft segment, broken electrode wires #2, 3, 8 were observed. In conclusion, the catheter failed the return product inspection due to a broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.